Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two one-link non-dehp standard bore catheter extension sets split open and resulted in leak during IV contrast injection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report reflects patient information and event details received by the FDA in the form of medwatch report mw5187297. Therefore, additional information was added to a2, a3, a4, a5, b5, d10, and h10; as well as correction to clinical and health effect impact codes.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension sets split open during IV contrast injection, resulting in leakage. A patient presented for a CT scan with IV contrast. The IV line was prepared and tested prior to the exam following the standard protocol, including sterilization of the IV hub with alcohol swab followed by a saline flush. The saline flush was confirmed to be patent and functioning appropriately, and the scan proceeded. Iodinated contrast injection was initiated without any issues. Injection monitoring indicated normal pressure values throughout contrast delivery. However, during the subsequent saline flush, a sudden spike in pressure was observed on the injector system. Upon assessment, the IV tubing was observed to have split. It was confirmed that the IV line was not clamped and no kinks were present. The residual saline from the injection was observed on surrounding surfaces, and blood was noted to exit from the split tubing. The tubing was clamped to stop the leakage. It was further confirmed that there was no IV extravasation and that the IV remained patent and functional. The extension set was replaced, and the IV remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. H11: the actual device was not available; however, a two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.